Manufacturer narrative:
*Additional information received; it was reported that the bifurcation of the internal and external iliac artery was misdiagnosed on angiography. The stent graft limb was implanted in the wrong position, and ended up covering the internal iliac artery but it was deployed at the intended location and did not move after placement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 51mm aaa. It was reported that during the procedure , etbf3616c145ej was placed in the right main, etlw1620c124ej was placed in the contralateral side leg over the left cia, and etlw1620c93ej was placed additionally over the right cia on the same side. Post implant imaging showed that the right internal iliac artery was covered by the rim of etlw1620c93ej. Attempts were made to push it up with a balloon ect but the position did not change. There was no leakage so no treatment was performed as the procedure was completed.  Per the physician the cause of the occlusion was not specified.  No additional clinical sequalae were provided and the patient will be monitored.